Event description:
A report was received that the patient underwent a pocket revision due to discomfort. The ipg was resting on the patient's bone creating the discomfort. The physician relocated the ipg and the patient was reportedly doing fine.